Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/faded. A test screen was inserted and functioned appropriately. Unrelated to the complaint, the keypad was found to be torn and the up arrow and contrast buttons were unresponsive. The keypad was removed and contamination was found under all key contacts and the up contact was inverted. (B)(6).

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.